Event description:
It was reported that after inserting the sheath in the femoral artery for a ptca procedure, the sheath was left in place for several hours. A pressure dressing was placed on the sheath to reduce bleeding, but the bleeding did not stop. A decision was made to remvoe the sheath. When the dressing was removed, it was noticed that the sheath had separated, and the sheath body had migrated into the vessel. A surgical proceure was performed to remove the sheath. There were no add'l complications.